Event description:
Attempted to insert PICC line in lue, encountered some resistance in the subclavian region when attempting to advance line. Pulled line back approximately 10cm, flushed the line and attempted to advance. When that attempt failed, the line was removed and PICC was placed in the right arm. Chest x-ray was done and a foreign body, presumably a wire measuring about 3.8cm, was detected in the left subclavian region. The patient had been discharged. The patient was instructed to return to the hospital immediately. The foreign object was removed on (B)(6) 2020. FDA safety report ID # (B)(4).